Event description:
I have been an insulet omnipod user for several years. Recently, I upgraded to their newest insulin pump system (this was a forced upgrade as they now only provide one type of pod that is only supported by the new system). Since upgrading, the pod failure rate has been astronomical. Although a pod should last 72 hours of continuous wear, I have experienced 5 separate pod errors (where the pod itself "flat-lines" and makes an audible beep requiring replacement of the device). In the last 14 days alone. This is life-threatening as a pod error/failure results in no insulin delivery until such time as the pt can replace the device.